Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a jetstream xc 2.1mm atherectomy catheter with a .014 thruway guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed 1 severe kink on the shaft located 59cm from the tip. The wire was separated where the kink was located on the catheter shaft. Functionality testing was performed and the device did not function due to the severe kink that was noticed on the device. The guidewire restriction when removed is consistent with the kink on the shaft constricting the wire. Inspection of the remainder of the device, other than the confirmed damage, revealed no damage or irregularities.

Event description:
It was reported that the device became stuck on the guidewire. A 2.1mm jetstream xc catheter and a thruway guidewire were selected for an atherectomy procedure of the left superficial femoral artery. Near the procedure's end, as the operator was about to finish spinning, the guidewire and the device became stuck together. The device and wire were removed together as one unit from the patient's body without any complications. The procedure was completed with positive results. The patient is fine and experienced no adverse events.